Event description:
Pt had aseptic loosening of both the tibia and femur. It was a duracon ps knee put in 2005. They were unable to obtain implant records. Doctor removed the duracon components and reimplanted with the triathlon ts

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown duracon ps femur. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Pt did not release...